Manufacturer narrative:
(B)(4). The sample was not evaluated and the issue was not confirmed. A follow-up report will be filed should any significant supplemental information become available. This MDR is being submitted as part of baxter renal' s retrospective review & remediation project. (B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
A customer reported to baxter (B)(4) that during hemodialysis therapy the set started to fill with air and was intentionally disconnected without any complications. The nurse stated that the set did not show any leakage. There was no injury or medical intervention reported.